Manufacturer narrative:
(B)(4). Date sent: 8/5/2025. D4: batch # 374d88. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Please refer to the instructions for use for more information. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 374d88, and no non-conformances were identified. Additional information was requested and the following was obtained: what trouble shooting were taken prior to the decision to covert to open? The surgeon converted to open before manual override. Did the surgeon make attempts for proximal and distal control of the stapler? What does this mean? Was this the first firing of the device? Third firing. Did the device cut? No. If so, how far? N/a. Did the device staple? No. If so, how far? N/a.

Event description:
It was reported that during a right vats/open upper lobectomy, the stapler started to fire then stopped after a couple of seconds. The surgeon closed the jaws, went to fire the gun but it did not fire. Tried to open but it was locked. Used manual override to release. Due to the risk that it might bleed they had to convert to open for access and better control before manually overriding.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025 d4: batch # unk. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information has been requested. To date a response has not been received. Should additional information be obtained, a supplemental report will be submitted. What trouble shooting were taken prior to the decision to covert to open? Did the surgeon make attempts for proximal and distal control of the stapler? Was this the first firing of the device? Did the device cut? If so, how far? Did the device staple? If so, how far? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.